Manufacturer narrative:
Manufacturer's investigation conclusion: the device history records were reviewed for the system controller (serial #: (B)(4)) and the system controller was found to pass all manufacturing and qa specifications. Heartmate ii instructions for use section 6 entitled ¿patient care and management¿ and heartmate ii patient handbook section 4 entitled ¿living with the heartmate ii¿ addresses how to properly shower with the heartmate system. The sections warn ¿take care to protect external system components from water or moisture ¿ outside in heavy rain or snow, and always from every shower. If the external system components have contact with water or moisture, the patient may receive an electrical shock or the pump may stop¿. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including low flow, low speed, and pump stop alarms. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Incidental findings: a black locking nut missing, wire fatigue, green fluid ingress. A resistance test was performed, and a slight increase of resistance was found across all conductors. An insulation test was performed, and no issues were observed. The dual power leads were stripped, and green fluid ingress was noted in both cables. There was no damage to any underlying conductors. The system controller was returned for evaluation following the reported event of pump stops, low speed, and low flow. The system controller (serial #: (B)(4)) was returned for analysis and a log file was downloaded for review with events spanning approximately 4 days ((B)(6) 2021 per time stamp). Throughout the log file, low speed, pump stops, and low flow alarms were intermittently active while connected to the mobile power unit (mpu). These events could not be correlated to an issue with the system controller. The driveline was disconnected on (B)(6) 2021 at 15:30:43 for a system controller exchange. There were no other notable alarms active in the log file. The system controller underwent preliminary and functional testing. The system controller was run for an extended period of time on the mock loop and was able to support pump function for extended operation. The reported event could not be correlated to an issue with the returned system controller. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer's report # 2916596-2021-05845. It was reported that the patient went to the hospital due to an alarm. Their log file showed a low flow alarm and that the pump had stopped with abnormal speed. The patient's cardiologist suspected that the percutaneous lead may have been damaged. An x-ray was performed to check the percutaneous lead and nothing was found. The patient's system controller was exchanged. The cause of the pump stop and the low flow alarm were unable to be identified. Following the controller exchange, no further alarms occurred. The patient was asymptomatic during the event and was instructed to stay on battery power.